Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). G4: date received by manufacturer - correction - please note that the first report submitted under 3004753838-2020-04756 was submitted with an incorrect g4. This follow-up report is to note that g.4 should have reflected a date of (B)(6)2019. H2: correction